Event description:
A reliant balloon was selected as an accessory device. It was reported that during the index procedure, a reliant balloon was selected for use for touch up after another manufacturer¿s device was implanted however, the physician was unable inflate the device. The obstruction occurred at the three way stopcock. The stopcock was replaced with another stopcock, and the procedure was completed without issue. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The event was confirmed; there was an occlusion within the sideport extension. The cause of the inflation difficulty was due to an unknown occlusion within the luer adaptor of the side port. The root cause of the occlusion could not be conclusively determined; however, most likely occurred during supplier manufacturing.

Manufacturer narrative:
(B)(4). Conclusion: manufacturing related.